Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for evaluation. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet functional and electrical performance specification requirements per rite testing. Internal and external inspection was performed and no issues were noted. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient passed away coincident with peritoneal dialysis therapy. The patient was not hospitalized prior to death, and it was reported that the patient passed away at home. It was reported that peritoneal dialysis therapy was being performed up until the time of death, but it was unknown if peritoneal dialysis therapy was being performed with a baxter healthcare device and/or baxter healthcare solutions up until the time of death. It was reported that the patient was not connected to the baxter homechoice device at the time of death. The cause of death was unknown and an autopsy was not performed. No additional information is available.